Event description:
One of the rptr's pts returned a prescription dispensed in a 12 dram kerr prescription vial. The pt described the vial as having a red stain. The rptr affirms the brown plastic as being discolored, having streaks of red. The coloring is not uniform. The pt also thought his tablets smelled differently in that vial, as well.